Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported system error 105 was reproduced and confirmed through eval. This error message was attributed to a failed motor (seized). The motor assembly, bearings, gears, and bottom plate were replaced.

Event description:
It was reported that a spectrum pump had a system error 105 alarms. It was also reported there was no patient incident.